Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the dissection tip on the harvesting cannula was broken. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.